Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were hospitalized on an unspecified date in december, 2018 after having a car accident as a result of low blood glucose levels. The customer reported having broken ribs from the accident due to their blood glucose levels. The customer did not mention any form of treatment for their blood glucose levels. The customer¿s blood glucose level was 125 mg/dl at the time of the call. The customer did not provide information on events leading up to the incident. The customer did not troubleshoot the issue. The insulin pump will not be returned for analysis